Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed the right ventricular lead exhibited noise. The patient has bradycardia and is dependent at times. The patient was brought into the hospital and the lead was successfully capped and replaced. Upon revision of the lead, a lead abrasion was noted.